Manufacturer narrative:
Based on the claim against the product by the customer noting damaged monopolar curved scissors (mcs) tip, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mcs tip was analyzed and found to exhibit localized melting and arcing damage. The silicone tube of the tip accessory was observed to have a hole due to thermal damage. There was arcing damage found on the blades of the tip accessory. The root cause of this failure is typically attributed to mishandling/misuse. Additionally, further inspection found the tip accessory was returned broken. The silicone tube was found broken off of the blades of the tip accessory. There are no missing pieces. The root cause of this failure is typically attributed to mishandling/misuse. The complaint regarding damaged mcs tip was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the customer found a hole on the silicon part of the monopolar curved scissors (mcs) tip upon taking out the mcs instrument to remove the blood clot. The customer insisted that it would be a code red situation if they could not locate the fragment. It was very abnormal that " a metal part covered with silicone" could be broken apart and it would be very difficult to find this part even with portable x-ray. The procedure was completed with a backup product. No known impact or patient consequence reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the monopolar curved scissors (mcs) instrument and mcs tip were inspected prior to use without any issue. The customer confirmed that no arcing was observed, and the fragment did not fall into patient. The fragment was fallen while the customer removed mcs tip from the mcs instrument outside of the patient body. The site found the fragment outside the patient and didn¿t perform x-ray on patient. The surgeon did not notice any issues with the functionality of the mcs instrument. The mcs instrument did not collide with any other instruments and the instrument wrist was straightened upon removal. The customer did not find it difficult when removing the instrument and mcs tip. The procedure was not delayed. The mcs instrument would not be returned as there was no damage on the mcs instrument or cannula after the event occurred. Although requested, the following information is unknown: how long the instrument was in use, if the reducer was used, and what caused the event.

Manufacturer narrative:
Based on the claim against the product by the customer noting damaged mcs tip, an investigation is in progress. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer. The following additional information was provided: the piece could have come from the mcs tip accessory¿s retaining cover, as the cover exhibits what appears to be a hole roughly the size of the object. The color in some of the images appears to match the grey found in the retaining cover as well. However, the complaint mentions the part being metal, which is not found on the retaining cover. The hole and tearing observed on the retaining cover appear to be located at the retaining cover¿s bayonets. Damage can occur to the retaining cover at this location if the cover is forced onto the instrument without seating the bayonets in the instrument¿s retaining grooves, which can be caused by improper installation of the accessory. There does not appear to be obvious thermal damage from the images provided. The broken piece is potentially from the tip cover and in the area proximal to the mcs blades. This complaint is considered a reportable event due to the following conclusion: the monopolar curved scissors (mcs) tip cover accessory was damaged and had holes/tears/missing material on the gray silicone area. In the event the tip cover is compromised, it is possible for energy to discharge in an area other than the instrument tip. Per the I&a user manual "it is important to exercise caution when using an energized endowrist mcs instrument to help avoid unintended contact with tissue adjacent to the area to be cauterized." Failure to follow these precautions will result in electrical arcs from the wrist and alternate site burns.